Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A piece of the device fell off while in use. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product taut intraducers 10/bx7.5 fr x 3.5, lot # 73h1600183 was manufactured on 08/15/2016 a total of 800 pieces. Lot was released on 08/16/2016. DHR investigation did not show issues related to complaint.

Event description:
A piece of the device fell off while in use. There was no patient injury.